Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic, when upon interrogation noise on the right ventricular lead was noted. No intervention was performed. It was discussed to have the patient referred to an electrophysiologist for further evaluation and possible lead revision. The patient was stable.

Event description:
New information received indicated that the rv lead was revised on (B)(6) 2019.